Manufacturer narrative:
One opened and used sensor was inspected and the electrode was found bent. The sensor failed per inspection. Skin irritation cannot be tested or reproduced in the lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her blood glucose was 93 mg/dl. Customer stated that she had sensor site irritation related to the adhesive. Customer also stated that her sensor cannula was bent. Nothing further was reported.